Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with tachycardia. It was also reported there was interaction between the im plantable pulse generator (ipg) and a medical alert necklace, it was noted the patients pacing rate was higher when the necklace was worn and would return to normal when taken off. The ipg remains in use. It was also noted the medical alert necklace will be changed to a bracelet. No further patient complications have been reported as a result of this event.